Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the physician was closing an 18f evar sheath, and post closure the patient didn't have blood flow down the left leg. He ended up doing a surgical cut down to remove the manta device and found out the collagen plug was in the leg. The physician was unsure if he pushed too hard with the lock advancement tube (lat) or if the evar sheath tore the vessel, and that is why the collagen was able to be advanced into the artery. The patient's condition was reported fine post-surgical cutdown. After multiple good faith attempts, the account would not release any additional information or response to the requested questions.

Manufacturer narrative:
A few portions of the collagen, a tiny portion of the suture wire and a portion of a tissue muscle were returned for investigation. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 18f manta was deployed for closure in the left common femoral artery. Post-closure angiogram revealed that the patient did not have flow down the left leg. The physician chose to do a surgical cut down which revealed the manta collagen plug in the leg. The physician could not determine if he applied too much force while advancing the lock advancement tube or if the procedural sheath tore the artery possibly allowing the collagen to advance into the artery. After three unsuccessful attempts to obtain further information for this investigation, the root cause of this occlusion cannot be determined due to the insufficient information submitted for investigative purposes. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to possibly requiring surgical repair, and/or endovascular intervention.